Manufacturer narrative:
The insulin pump passed prime/ compromised force sensor, displacement and basic occlusion test. There was no motion sensor test failure or software error alarms noted. Analysis was unable to confirm motor position encoder error alarm in alarm history due to overwritten history files. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump had a scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, software error alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Mother states motor error alarm occurred during priming. She states the pump was not exposed to a high magnetic field and the drive support cap appears intact. Mother states they are unable to perform the displacement test, but the self-test did not pass. The customer was advised that the insulin pump will need to be replaced.